Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet, broke the cartridge connector, and shattered the cartridge, after which the user filled the ilet chamber with water to clear glass before being instructed that this action is not recommended and to reconnect the ilet and resume delivery. No clinical symptoms and no reported changes in blood glucose. Outcomes included no hospitalization and no clinical impact reported. Investigation of this case revealed user handling damage to the cartridge and connector, with no device performance issue reported once advised resuming normal use. It was concluded, based on previously established findings for similar reports, that the cause was user handling error.